Manufacturer narrative:
Radiometer has not been able to reproduce the error internally. Additional data is needed in order to continue the investigation. Radiometer has contacted the customer to get more data.

Manufacturer narrative:
The investigation performed of the data logs is unable to determine the root cause of the issue. After replacing the device, the issue was no longer seen. Radiometer has attempt to recreate the issue at customer, in its support and in rmed r&d none could reproduce the issue. Based on this radiometer is unable to determine how the aqure system failed. The root cause is determined as unknown as the issue was not reproducable.

Manufacturer narrative:
This complaint was originally investigated as aqt90 flex analyzer related issue when received by radiometer 2020-07-14. The aqt90 flex analyzer is not on the market in us and it was assessed that an MDR should not be filled for this complaint. On 2020-08-28 radiometer changed the investigation of incident from the aqt90 flex analyzer to stand-alone software, aqure. Aqure is on the market in us and a MDR is therefore submitted for this case. (B)(4). Furthermore, please note that the manufacturing date stated, is the date aqure v. (B)(4) was released.

Event description:
On 2020-07-14, a customer complained that an aqt90 flex analyzer with software version (B)(4) transmits false crp results to the software aqure if patient ID in aqure is unknown. The result in this case was shifted a power of ten, for example: result on aqt: 1,4 mg/dl, result in aqure: 0,14 mg/dl. Only the correct result from the aqt90 flex analyzer was used. There was no health consequences for the patient based on the discrepant result.